Manufacturer narrative:
Product analysis: it was determined at analysis that the output connector on the external pulse generator (epg) was broken, the hanger assembly was broken, the keypad was delaminated, battery wire was pinched with wire insulation not compromised and display wire was pinched with wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.